Event description:
In 2006, this patient underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprostheses. A type I endoleak and kinking of the contralateral limb were found. An aortic extender component was placed proximally to resolve the endoleak. Two 14x4mm balloons were used to resolve the kink. A one month follow-up aortogram revealed a type ii endoleak without aneurysm enlargement. The endoleak was still present at the six month follow-up. In 2007, a CT scan showed aneurysmal enlargement although the type ii endoleak had resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient. Pxc141200/04424877, pxa280300/04453748.